Event description:
It was reported that during acl procedure, internal to patient, the acufex cutter had a broken branch, all the broken pieces were removed using forceps. The procedure was successfully completed without delay using a s+n back-up device. No patient complications were reported.

Event description:
It was reported that during acl procedure, the acufex cutter had a broken branch. The procedure was successfully completed without delay using a s+n back-up device. No patient complications were reported. It is unknown if the event occurred internal or external to the patient.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h2: additional information: h6: health effect - impact code. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided images finds the complaint device with the top of the punch fractured away from the shaft. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.